Manufacturer narrative:
The reported event of failure to alarm ail file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 5/22/2010. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).. The customer stated that there was patient involvement.

Event description:
The customer reported that the nurse discovered air in the line on the patient side of the tubing however the air-in-line alarm did not alarm. The uhs quality systems specialist stated, "hospital declined to test brn 3588, eex 6484 [the devices] due to patient being unharmed in this incident." There was no patient harm.